Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) that the ralp was unable to be screwed in. The ralp was not used and the physician elected to complete the procedure with a different ralp. There were no patient consequences.

Manufacturer narrative:
Reported event of positioning failure was not confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.